Event description:
It was reported that beginning approx 4 months ago, the pt experienced a steady decrease in pain relief. A study was done (date not reported) and the results showed that the dye never left the pump. Surgery is scheduled (date not reported) and the pump function will be tested along with the catheter. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.